Event description:
It was reported that during the trial lead explant procedure, the pt experienced sweating and she felt like her face was burning. Pt also reported that she had thought it was warmer when she turned the trial scs up or on. No heat or burning by the lead entry or at the thoracic location where the scs system was placed was recorded. The physician determined that the heat/burning sensation was caused by the antibiotic. The lead was explanted and discarded. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.